Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event and self-treated with rapid-acting oral carbohydrates following a 15-gram carbohydrate plan, with glucose returning to normal after a few hours. Symptoms included hypoglycemia. Outcomes included insufficient information for a definitive impact assessment, though serious injury or illness was not reported. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and device-related details and problem characterization were limited due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.